Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is fuzzy, making it hard to read patient's data and that the cns is boot looping after changing the display settings. No patient injury or harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) display is fuzzy, making it hard to read patient's data and that the cns is boot looping after changing the display settings. No patient injury or harm reported. Service requested / performed: on 08/27/2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. On 09/02/2021, nka rc found that both the hard drives were found to be degraded. Rc replaced both hard drives, # 6104900860, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 09/10/2021. No issues have been reported since. Investigation summary: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for seven years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is fuzzy, making it hard to read patient's data and that the cns is boot looping after changing the display settings. No patient injury or harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is fuzzy, making it hard to read patient's data and that the cns is boot looping after changing the display settings. No patient injury or harm reported